Manufacturer narrative:
A boston scientific technical service consultant reviewed the save to disk and discussed that at the end of (B)(6) 2010 the shocking impedance had increased within 9 days from 56 ohms to greater than 125 ohms. From (B)(6) 2010 to (B)(6) 2011 most of the values were out of range. The right ventricular pacing impedance and sensing measurements had also fluctuated, however, were always within normal parameters. Diagnostic and system evaluation options were recommended to further evaluate the lead integrity or isolate an underlying potential issue. A sharp x-ray of the header may be necessary to evaluate how the setscrew is engaged and how the lead is inserted. If a setscrew and/or a lead insertion issue was confirmed, an invasive investigation should be considered. An x-ray of the lead to evaluate the lead integrity was also recommended. A shock lead impedance measurement with rv coil to can configuration might also be considered. If the value was within the range, it may confirm a proximal coil issue. Real time egm's during arm/shoulder movements and pocket manipulation might identify non physiologic signals/artifacts on the egm baseline, which are identifiers for most likely mechanical wire or pg-lead connection issues. Real time shock impedance measurements might also be considered during testing to check for any fluctuations. The lead was originally implanted in 2002. Given the active implant time of the lead, the observed high values and fluctuations in shock impedance measurements may also relate to a partial lead impairment (partial lead fracture) which should be considered in the entire system evaluation. A synchronized high-energy shock test might also be considered to test the entire system. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information become available.

Event description:
Boston scientific received information that during a follow up visit, this implantable cardioverter defibrillator and right ventricular defibrillation lead exhibited increased shock impedances greater than 125 ohms. The increased values had been going on for the past month. The vector download settings were reprogrammed; however, the impedance values remained the same. A save to disk was performed and sent to boston scientific technical services for analysis. The pacing system remained implanted. No adverse patient effects reported.